Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas stating on the night of (B)(6) 2014, the patient experienced a blood glucose (bg) value of 31mmol with no symptoms. It was noted that the patient accidentally set the time 3 hours ahead. The patient reportedly remained on the pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported because the patient inadvertently set the time incorrectly on the pump.